Event description:
A patient injected with radiesse dermal filler to the nl folds (0.8cc each side) had great results on the left side. As dr. (B)(6) was finishing the right fold, there was a small spot about 1 cm below the nasal alar. It looked like a capillary reticular pattern in red, not purple. There may have been some blanching superior and lateral to the nasal alar, which was very brief. The patient had minimal pain. He treated the patient (same day) with nitroglycerin paste, aspirin, niacin 500 bid/tid and warm compresses with massage. Dr. (B)(6) saw the patient again on (B)(6) 2012; some impetigo of a superficial yellowish crust. The vascular pattern was not visible any longer. The patient was additionally treated with doxycycline. Dr. (B)(6) does not feel this is an arterial occlusion, but possibly a venule occlusion.

Manufacturer narrative:
Additional exp. Date: 12/2013. Device manufacture date: 12/2011. The radiesse device history records for 1023997 and 1031071 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. Medical director consult was set up by merz aesthetics for dr. (B)(6), with dr. (B)(4). Dr. (B)(4) spoke with dr. (B)(6), to discuss what to expect from now on (for the patient's care) and how to avoid in the future. Dr. (B)(4) and dr. (B)(6) discussed wound care with occlusive ointments, and vbeam treatments once re-epithelialized. Most of these cases usually resolve without sequelae. They also discussed minimizing intradermal injection and volume as well as ways to minimize swelling.